Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
The customer reported via phone call that the insulin pump alarmed button error and spi to motor pic communication error. The blood glucose reading was unknown. The customer was advised to discontinue use of the insulin pump and to revert to their back-up plan. The customer was advised to discontinue use of the insulin pump.

Manufacturer narrative:
The pump was received with a button error alarm and unresponsive esc and act buttons due to an unlocked keypad connector on the lcd board. Unable to perform the operating currents, functional tests or verify any other alarms due to the unresponsive buttons. The pump had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.